Event description:
It was reported that this pacemaker system exhibited spikes in pacing impedance over the last six months on the non-boston scientific right ventricular (rv) lead. Most recently, the pace impedance spiked to greater than 2,000 ohms which is out of the normal range. This resulted in a lead safety switch (lss) to unipolar pacing and sensing. There were stored episodes due to the patient experiencing atrial fibrillation (af) with rapid ventricular response, however, there was no noise on the stored episodes. This product remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.